Event description:
Per complaint (B)(4), it was discovered during clinical procedure that a patient experienced numbness in their mouth. Their dental implant had to be removed immediately. The implant was removed a week after placement.